Manufacturer narrative:
The insulin pump was received with scratched on display window and cracked reservoir tube lip. The insulin pump had unresponsive buttons due to moisture damage on keypad trace. No number ramping or scrolling on display noted. Display function properly with testing case. No frozen on display or moisture damage on electronic assy and motor noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.